Event description:
It was reported that post-operatively, the patient developed pain. Imaging studies showed the patient had developed uncontrolled bone growth and nerve impingement at the site of implant. No further information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2011 the patient presented with low back pain. On (B)(6) 2011, the patient underwent lumbar fusion surgery at l3 through s1 using rhbmp-2/acs. Since the surgery, patient had been having more pain than he ever had before the surgery. He had bowel incontinence and leakage. He could no longer hunt and fish at all, walk more than 1/2 mile, diminished range of motion, and restricted sitting and standing. Lying down and sleeping were difficult.

Manufacturer narrative:
(B)(4).